Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the right ventricular (rv) lead had dislodged. High thresholds and high impedance were noted on the lead. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.